Event description:
On (B) (6) 2009, abbott point of care was contacted by a customer who reported an I-stat eg7+ cartridge fielded a hematocrit result of 19%. The same sample tested using a laboratory system yielded a hematocrit result of 23%. The pt was given a transfusion (packed red blood cells) based on the I-stat result.